Event description:
It was reported to boston scientific corporation in 2007 that a hta system control unit was used during a hydrothermablation procedure performed four days prior (patient gender, age and weight are unknown). According to the complainant, during the preparation, the heating element was heating too quickly and turned bright red. There were no patient complications reported as a result of this event. No information could be ascertained regarding procedure outcome and patient condition.

Manufacturer narrative:
No consequences or impact to patient. Overheat. Functional test of the returned device passed the hta logic and the full wet test without issue. The heating times were normal when running several functional tests. The device was functioning properly. The cause of the reported malfunction was not confirmed. A search of the field service records for this device was conducted and no like complaints were found.